Event description:
A 3.0 mm diameter x 30 mm length endeavor drug-eluting coronary stent was implanted in a pt for the treatment of an unk lesion approximately 42 months ago. It was reported that pt presented emergently with black tarry stool. The pt received several units of packed rbcs as well as units of fresh frozen plasma. The gastrointestinal bleeding resolved, and the pt was discharged 9 days after the event. As per the investigator, the bleeding was reported to not be related to the device, drug, or the procedure.

Manufacturer narrative:
(B) (4). Results: gi bleed.